Event description:
The ge oec 9900 fluoroscopy sys locked up during a case and had another instance where the sys would not reboot after being relocated to a different position in an or suite during a procedure.

Manufacturer narrative:
A ge svc rep investigated the issue and based on the description from the user, removed and replaced the rtos board to correct the issue. The sys was tested in all imaging modes and was functioning as intended. The facility was unable to or did not provide any pt info with respect to this issue. There are no reports of any negative issues to pt care to treatment as a result of the sys's malfunction.